Event description:
It was reported that a black particle was noticed inside the filling reservoir before filling the medicine cassette. There was no patient involvement and no human harm/adverse event reported.

Manufacturer narrative:
(B)(6) no device was returned but one picture was received and reviewed. A black particle was observed inside the filling reservoir. The failure mode was confirmed based on the picture provided. The failure mode will be monitored and if a trend is identified an investigation will be opened.